Manufacturer narrative:
(B)(4). B5:describe event or problem - additional. D9: device availability - additional. H2:additional information/device evaluation - additional. H3:device evaluated by manufacturer - additional. H6:adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. The allegation was undetermined as investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Event description:
It was reported that the sensor deployed on its own. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).